Event description:
While excising a forehead lesion, small flame briefly noted at tip of stryker smoke evacuation bovie pencil. Patient was receiving o2 under drapes and hole had been cut into drapes to accommodate access to the incision site. O2 delivery turned off during bovie use. No harm to patient. FDA safety report ID # (B)(4).